Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) emitting beeping tones. Also, stated the device is near end of life (eol). Boston scientific technical services (ts) explained the device cannot deliver therapy when a magnet is in the correct location and tones are audible. The health care professional (hcp) placed a magnet on the device; however, inappropriate shocks were delivered by the crt-d. The device remains in service. No additional adverse patient effects were reported.